Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received, and a follow-up report will be filed.

Event description:
Bolus was pushed, but button did not pop back up. No info on orange indicator. No adverse event occurred.